Event description:
Customer reportedly tested 228mg/dl and 113mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.